Event description:
The applier was used during a laparoscopic cholecystecomy. The clips were falling out. The clips were retrieved laparoscopically. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
F1-should not have been checked on initial medwatch. No medwatch was received by user facility. G3: health professional was incorrectly selected on initial medwatch.